Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of a capacitor on the biphasic pcb assembly. After replacing the biphasic pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the therapy pcb assembly had failed. A failure of this assembly could inhibit the defibrillator function. There was no report of patient use associated with the reported event.